Event description:
During an ercp/stone extraction procedure the physician used a wilson-cook web extraction basket. While attempting to remove a 1.5 cm stone the proximal end of the basket handle broke. The basket wires became impacted around the stone and could not be removed. The patient was transported to a larger facility for removal of the stone and basket. Post procedure the patient's condition was reported as stable.